Event description:
It was reported that a spectrum pump alarmed an unk system error. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported unk system error could not be confirmed through the event history log since it could not be downloaded. The evaluation could not reproduce any alarms or system errors during testing. The device had a failed processor printed circuit board which could potentially contribute to a system error. The processor printed circuit board was replaced.